Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis investigation confirmed the customer reported failure mode. Investigation found that the instrument's pitch cable at the distal clevis hub was broken and may have appeared frayed to the customer. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged no other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the grasping retractor instrument, it was noted that the cable on the instrument was frayed. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from instrument fell into a patient during a surgical procedure.